Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully placed at a2p2. A second clip delivery system (cds) was advanced and placed laterally. After establishing final arm angle (efaa), an attempt was made to remove the lock line however after 10cm, the line stuck and could not be removed. The clip was able to be reopened and inverted. The cds was removed without issue. Another clip was successfully placed, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability removing the lock line was confirmed due to an observed knot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation determined that the reported inability to remove the lock line (mechanical jam) was due to the observed knot on the lock line; however, a cause for the knot cannot be determined. There is no indication of product issue with respect to manufacture, design or labeling.